Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
It was reported by the sales rep that there was leakage with the aortic cannula around the sideport, observed while starting to go on bypass. The hospital ended up cutting the part out and the 3/8 inch tubing and replaced it with a 3/8 x 3/8 connector. No patient injury was reported.

Manufacturer narrative:
Evaluation: the connector portion was visually inspected and found the crack observed at the t connector. The crack in the connector was not along the molded seam. The connector was leak tested and the leak was confirmed. The root cause of the reported issue could not be confirmed. It is possible that inadequate drying time after coating contributed to the cracks. Edward's operators received refresher training as a precaution against inadequate drying time for all coated product. It is possible that shipping conditions or over-tightening of the non vented male luer cap by the customer could have contributed to the reported defect. A manufacturing defect cannot be confirmed, a CAPA will not be initiated. A review of manufacturing records could not be performed as the lot is unknown trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.